Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a red battery alarm during power up. The aic was removed from service and a backup aic was put into place. There was no patient involvement.